Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and ketones resulting in a visit to the emergency room (ER); bg level was described as "high". The customer suspected the insulin pump as the cause of the adverse event. Customer was treated with manual injections and bloodwork was performed while in the emergency room. Customer left the emergency room in a stable condition with a bg of 180-181 mg/dl. Reportedly, the customer reverted to alternate therapy for diabetes management.